Event description:
Patient presented to the physician with the stimulation lead eroded through the skin at the neck incision site. Physician prescribed antibiotics. Physician then brought the patient into the operating room the following day, replaced the stimulation lead, sutured, and closed. Physician prescribed the patient an additional two weeks of antibiotics.